Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Please refer to the manufacturer report 2021898-2017-00385 for previous valve issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2017, the physician's notes showed they left the new valve at the prior setting, but the patient was noted to have hydrocephalus. Reportedly, the patient went to surgery on (B)(6) 2017 and had a ventriculoperitoneal (vp) shunt revision. The physician's operative note stated they decided to replace the valve and change the setting as well as replace the proximal catheter with another catheter.